Event description:
A customer reported the system shut down during a procedure. After the system was rebooted and reprimed, the procedure was completed with no impact to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).